Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing became disconnected from the cartridge tubing at the luer lock. The customer's blood glucose was in the 400 (mg/dl) range. Reportedly, the customer reconnected the tubing to the cartridge and consulted with health care provider.